Event description:
It was reported that following an uncomplicated right eye (od) cataract plus trabecular microbypass stent system procedure, the patient presented on postoperative day one (1) with "red blood cells adhering to the back of the intraocular lens" and decreased visual acuity. Through follow-up, the following additional information was received. Per report, during the patient's one (1) week postop examination, the red blood cells were noted to have resolved. Additional information has been requested.

Manufacturer narrative:
Additional information: a6: race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported event is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).